Event description:
It was reported that egms were missing from a remote transmission. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.